Event description:
The customer reported that the system displayed a 'stator not on' error. This error is likely to result in an uncommanded system shutdown. No patient injury or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power motor relay and power signal interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.